Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were crossing with the wrong location. A technical support specialist (tss) logged into the application server and reviewed the order numbers provided by the customer. The tss checked incoming requests, history, and rejected messages, and identified that the orders had not crossed to logistics. The case was forwarded to the interface team for further investigation. The tss reviewed the provided order examples and observed that only order messages for the patient encounter had crossed over. The tss confirmed that placeholder patients were created in pyxis medstation enterprise server when order messages were received without patient information, and that these records reconciled once admission, discharge, and transfer (adt) messages were received. Further review of the interface logs confirmed that only pharmacy order messages crossed initially, while adt messages were delayed due to an issue on the electronic medical record system side. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the patients were crossing with the wrong location and unable to pull medications. However, there were no adverse events or injuries reported based on this event.